Manufacturer narrative:
One 4mm tip, medium sweep, safire ablation catheter was received for evaluation. The results of the investigation concluded that electrodes 1-2 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise remains unknown.

Event description:
During the atrioventricular nodal reentrant tachycardia (avnrt) procedure, signal issues resulted in a procedural delay. When the catheter was inserted into the patient, noise was noted on the distal electrode and was present on both the ensite system and the non-abbott system (ge recording system). The cable was replaced but the issue was not resolved. The catheter was replaced with another safire bi-directional ablation catheter, but the issue persisted. The second catheter was replaced with a tacticath se ablation catheter which resolved the issue. The procedure was completed with no adverse consequences to the patient.